Event description:
Customer reported that approximately three months prior to calling customer service on (B)(6) 2013, her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion (blank screen). Customer further reported that on (B)(6) 2013, while eating at a restaurant she began to feel "very thirsty" and "sweaty" and subsequently experienced a loss of consciousness. No third-party medical intervention was required. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.